Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective pressure sensor circuit board (cr board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation confirmed the customer's allegation. In addition to the reportable findings documented in b5, the non-reportable finding is as follows; circuit board failure. This investigation is still ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported to olympus for a diagnostic gynecological exam, during their preparation for use of the high flow insufflation unit the following reportable events were identified; there was alarm when the device was powered on, and the device was turned off automatically. There was no report of patient harm, procedural delay or injury and the procedure was completed using a similar device.